Event description:
It was reported by the customer that the device will not operate on battery power and had two error codes logged in memory. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the internal power cable going from the therapy pcb to the power pcb assemblies was loose. The cable was reseated and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.